Event description:
It was reported that when using the bd pyxis¿ medstation¿ es repeatedly rebooted and shut down. The user performed a reboot, but the issue persisted. Additionally, the user mentioned that the problem might have been related to a power supply issue. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station kept rebooting. A field service engineer replaced the power module to resolve the issue. The system functioned as intended after the field service engineer repaired the device.